Event description:
The user facility reported that the impella 5.5 was surgically removed during the weaning removal, but resistance was encountered during removal. The impella 5.5 was able to be removed, but from the right subclavian artery to the brachiocephalic artery and became dissected. A covered stent was placed. The doctor commented that the dissection was due to the subclavian vascular system diameter which was about six millimeters. The patient survived and "the patient's" outcome was serious.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and removal issues has been completed. Vascular damage - peripheral vessel: based on the clinical details, the root cause of the vascular damage - peripheral vessel is most likely due to the patients condition as it was stated that during removal, resistance was encountered and the artery became dissected as it was a smaller diameter. Product damage (detached inflow/outflow - great vessel): there are not enough details surrounding the removal/explant of the device to make a determination about the angle of explant, or what occurred during this time. It was also noted that there was resistance with explanting causing a vessel dissection as the diameter of the vessel was more narrow. The delo band remained jagged on the cannula with part of it attached to the motor housing indicating it was ripped off. Residual glue marks are noted on the inside of the cannula and on the motor housing. There were no kinks seen in the cannula or the catheter. Due to a lack of sufficient evidence during the removal of the 5.5 and evidence of the glue bond, the root cause of the product damage (detached inflow/outflow) cannot be determined. D9 device returned to manufacturer date added.